Event description:
Prosthesis leaked blood throughout graft. The operating field was not dry although a hemostatic agent was used and hemostasis was administered by compression. Pt could leave operating room after one hour.